Event description:
It was reported that this brady lead was explanted due to unknown cause and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this brady lead was explanted due to high threshold and loss of capture.

Event description:
It was reported that this brady lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.